Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio/beep display anomaly or back light anomaly noted. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.